Manufacturer narrative:
The compressor was investigated on site, the reported problem was confirmed and the drainage valve was replaced and returned for investigation. The reported startup problem of the compressor was not reproduced during test of the drainage valve in a reference compressor. The drainage valve is part of the system that reduce the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the startup sequence the drainage valve will also release the pressure in the compressor cylinders to have a smother start of the compressor. This could lead to a situation where the compressor is not starting as expected. Alarms will be activated both on the compressor and a connected ventilator. Why the drainage valve failed, could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Event description:
It was reported that the compressor did not start during pre-use check. There was no patient involvement. (B)(4).